Event description:
Event was reported to caldera medical by an attorney. The patient has suffered extreme discomfort and abdominal pain, bladder infections, yeast infections, and excess vaginal bleeding. No further information has been provided.